Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: complaint 1 of 2: (B)(4) - MFR# 2027111 2024 00943. Complaint 2 of 2: (B)(4) - MFR# 2027111 2024 00966. Dr. [Name] had another endocatch bag that the white piece fell off. The white piece was inside the trocar. She was using the [brand] blunt tip trocar. Additional information obtained via email from account manager on 20nov2024: procedure: lap chole. A lot number is not available. They saved the trocar used and the white piece that fell off the cd005. The cd005 itself was not saved. Additional information obtained via email from account manager on 20nov2024: there was no patient injury and surgery was completed using the bag. It was the same scenario as the last cer reported according to the account. The customer does not have the retrieval bag, but has the trocar used and the white piece from the cd005. Intervention: surgery was completed using the bag. Patient status: no patient injury.

Manufacturer narrative:
A portion of the event unit was returned to applied medical for evaluation, along with a non- applied medical trocar. Visual inspection confirmed the complainant¿s experience of component separation, as the bead stop subassembly was returned separately. Based on the condition of the returned unit and the description of the event, it is likely that the reduced size of the trocar, which is incompatible with the device per the instructions for use (IFU), contributed to the separation of the bead stop subassembly from the introducer. The trocar seal size was reduced to 10mm due to the use of a reducer within the trocar. However, the IFU states that the minimum port size required is 11mm. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: dr. [Name] had another endocatch bag that the white piece fell off. The white piece was inside the trocar. She was using the [brand] blunt tip trocar. Additional information obtained via email from account manager on (B)(6) 2024: procedure: lap chole. A lot number is not available. They saved the trocar used and the white piece that fell off the cd005. The cd005 itself was not saved. Photos attached additional information obtained via email from account manager on 20nov2024: there was no patient injury and surgery was completed using the bag. It was the same scenario as the last cer reported according to the account. The customer does not have the retrieval bag, but has the trocar used and the white piece from the cd005. Intervention: surgery was completed using the bag. Patient status: no patient injury.